Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material, but the material could not be further identified. There was no physical damage at the point of accumulation of the material; nor any obvious misuse of the device pertaining to the instructions for use. Therefore, a further presumption of cause could not be established for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report the air/water was insufficient in the evis lucera elite colonovideoscope. This phenomenon was discovered during maintenance, and no patient or user harm has been reported. During evaluation of the device, it was found white foreign material was clogging the nozzle. This report is for the foreign material found during device evaluation.

Manufacturer narrative:
The subject device has been returned to an olympus repair center, where the customer's reported issue has been confirmed. White foreign material was also found in the nozzle. In addition, inspection and evaluation found the following: a damaged protector, a cracked/aged insertion section, a cracked light guide tube, a cracked light guide lens, corroded electrical contacts, swollen switches, and stretched angle wires causing insufficient angulation. Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided. (B)(6).